Event description:
It was reported that the pacemaker has depleted from 3 months battery remaining and during the recent checked it has reached to elective replacement time (ert) in a span of 5 months. Moreover, there was a 3 year projection that was inaccurate with 90 beats per minute (bpm) and there was a chronic high right ventricular (rv) auto. Boston scientific technical services (ts) assessment was the 3 year projection was inaccurate if the magnet rate was at 90 bpm. Furthermore, the auto threshold played a role as it has to use suspension outputs. As of this time, the device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h6 evaluation conclusion codes. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h6 evaluation conclusion codes. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the pacemaker has depleted from 3 months battery remaining and during the recent checked it has reached to elective replacement time (ert) in a span of 5 months. Moreover, there was a 3 year projection that was inaccurate with 90 beats per minute (bpm) and there was a chronic high right ventricular (rv) auto. Boston scientific technical services (ts) assessment was the 3 year projection was inaccurate if the magnet rate was at 90 bpm. Furthermore, the auto threshold played a role as it has to use suspension outputs. As of this time, the device remains in service. No adverse patient effects were reported. Additional information received which indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker has depleted from 3 months battery remaining and during the recent checked it has reached to elective replacement time (ert) in a span of 5 months. Moreover, there was a 3 year projection that was inaccurate with 90 beats per minute (bpm) and there was a chronic high right ventricular (rv) auto. Boston scientific technical services (ts) assessment was the 3 year projection was inaccurate if the magnet rate was at 90 bpm. Furthermore, the auto threshold played a role as it has to use suspension outputs. As of this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.